Event description:
It was reported that the device was used during a laparoscopic hernia repair. It was reported by the rep that (1) ems stapler was used by the surgeon to secure mesh during the procedure and the instrument fired (3) to (4) good staples, but then jammed. Another ems was opened and used to complete the case. There was no consequence to the patient.